Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14lca, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) the patient developed an infection in the pocket site and the implantable neurostimulator (ins) and lead were fully removed. The issue was resolved at the time of the report. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.